Event description:
Integra suctions to skin upon retraction of the needle, causing excess bleeding and pain for patients. At times the needle will not retract and has to be removed from the muscle before retracting back into the syringe.